Manufacturer narrative:
The device has been returned and evaluation is in progress.

Manufacturer narrative:
Only the novaflex+ delivery system was returned to edwards for evaluation. During visual inspection, no abnormalities or potential manufacturing defects were observed on the returned delivery system. A sample valve was crimped onto the returned delivery system and placed into valve alignment. The peak force to pull the balloon catheter back until the proximal end of the balloon catheter is positioned in the valve alignment position was found to meet specification. The distance between the distal end of the valve and the proximal end of the distal marker band was found to meet specification when measured before and after fine adjustment. Post fine adjustment, the distance between the proximal end of the valve and the distal end of proximal marker band also met specification. The valve was successfully placed between the marker bands. The complaint of difficulty during valve alignment was not confirmed and no manufacturing non-conformities were identified during the evaluation of the returned device. Valve alignment force and fine adjustment testing met specifications and revealed no issues with positioning the valve on the inflation balloon of the returned device. It is possible that procedural factors or patient anatomy contributed to the reported event. The complaint regarding difficulty withdrawing the valve and delivery system through the esheath could not be confirmed because the affected esheath and valve were not returned to edwards lifesciences. As noted in the training provided for the esheath, technique is critical when attempting to retrieve the valve into the sheath. It is possible that one or more struts of the valve frame caught on the tip of the esheath when the delivery system was being withdrawn. This can be due to technique or a tortuous anatomy causing difficulties with coaxiality between the valve and the sheath. A situation with the valve strut getting caught is supported by the original event report, since no withdrawal difficulty was noted for the delivery system after the valve was deployed. No labeling or IFU inadequacies have been identified and review of complaint history did not reveal that occurrence rate exceeds control limits for this failure. In addition, no manufacturing non-conformances were identified in the product evaluation. Therefore, no corrective or preventative action is required.

Event description:
During valve alignment, when the physician went to pull back the novaflex+ (nf+) delivery system balloon through the middle of the 26mm xt valve, the valve would not mount in the correct place in between the radiopaque (ro) bands. The valve was noted to be closer to the proximal ro band. After several minutes and failed attempts to correctly align the valve, the decision was made to deploy the xt valve in the thoracic aorta. A 2nd 26mm sapien xt valve and nf+ delivery system were prepped and delivered to the annulus and deployed without incident. Post deployment, the 2nd valve showed mild pvl and no central leak. The physicians then post-dilated the 1st xt valve that was in the thoracic aorta with the 2nd delivery system balloon. The patient had good hemodynamics and was stable. The patient was extubated in the or and was doing well.